Event description:
It was reported that an advance xp sling was implanted on an unspecified date. An artificial urinary sphincter (aus) device was later implanted due to unspecified reasons. Additional information received states he sling had been implanted for approximately 9 months. After being implanted with the sling device the patient's level of incontinence remained unchanged. As a result, the aus device was implanted due to the recurring incontinence. There were no device issues or malfunctions with the sling. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.